Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event: estimated date of event. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral intervention procedure. Reportedly, the device was successfully deployed, upon removal the device separated in two pieces leaving the distal guide in the anatomy. A cut down had to be done to remove the piece of the device. Since the sutures were deployed successfully, hemostasis was achieved with the sutures of the same device. There was reported clinically significant delay in the procedure or therapy. No additional information was provided.